Event description:
It was reported that during insertion of the spring wire guide (swg), damage occurred to the wire delaying the procedure. The clinician stated that this was not the first time damage occurred during insertion of swg's.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: one swg was returned for eval. The swg had become unraveled & exhibited multiple kinks throughout the guidewire. Under microscopic exam, it was observed the straight end weld was intact & the j - end weld was not present. The core wire was 2.9 cm short of specification indicating that it broke near the j -end weld. No nicks or cuts were observed on the returned wire. The swg met specifications for outside diameter as required for this kit; however, due to the condition of the returned wire, the length could not be verified. The instructions for use (IFU) for this product (B) (4) warns about possible damage to the swg if the swg is withdrawn against the needle bevel or if excessive force is used in the removal process. The IFU also suggests using care & provides instructions for removing swg if resistance is encountered. The investigation found no evidence to suggest a mfg related cause. The reported complaint of swg damaged during insertion was confirmed through visual exam of the returned sample. The potential cause of this issue could not be determined.